Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was missing. While customer was discussing event with tandem technical support, the history reappeared. There was no reported adverse impact to customer's blood glucose.